Event description:
It was reported the patient ((B)(6)) was no longer receiving any stimulation therapy from the drg system. Troubleshooting found the patient's ipg would not communicate with external devices. Follow up identified surgical intervention was taken and the patient's ipg was replaced. Effective stimulation therapy was reportedly restored postoperatively.